Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has had hemolysis for the last month. Tpa had been used with resolution of hemolysis. Hemolysis returned, an echocardiogram (echo) taken indicated insufficient unloading of the left ventricle (lv). The pt underwent a pump exchange from one lvad to another lvad.